Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire tip was allegedly kinking. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm hemosplit d/l catheter with a loaded tunneler and protective sheath, two luer caps, one introducer needle, one tunneler with a loaded protective sheath, one partially peeled 15.0fr peel-apart sheath, one 8fr dilator, one 12fr dilator, one guidewire hoop and one j-tip guidewire were returned for evaluation. Gross visual and dimensional evaluations were performed. The proximal and distal portion of the j-tip guidewire were noted to be bent. Therefore, investigation is confirmed for the reported deformation issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the guidewire tip was allegedly kinked. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2025) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.